Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that there was repeated system message code displayed during surgery. The procedure type was unknown. The surgery completion and replacement details were unknown. There was no information about patient impact.